Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the proximal shaft. If the velocity is advanced against resistance at an extreme angle during use, damage such as a kink and subsequent fracture may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed an additional fracture and kinks on the proximal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a stent retriever, and a guidewire. During the procedure, the physician placed the neuron max into the patient. The physician then experienced resistance while advancing the velocity through the neuron max and into the target vessel. Next, the stent retriever was released into the target vessel and the velocity was retracted. While retracting, the physician found that the proximal end of the velocity was broken. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity, the same neuron max, and the same stent retriever. There was no report of an adverse effect to the patient. It was reported that the patient expired the next day due to pathogenesis, unrelated to the penumbra devices.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician experienced resistance while advancing the velocity into the patient. Subsequently, the physician broke the velocity approximately one fourth from the proximal end. Therefore, the broken velocity was removed. After removal of the velocity, it was observed that the inner wire of the broken part of the velocity was exposed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.